Manufacturer narrative:
Date of event: exact date unknown, event occurred three years ago from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: (B)(4). Model: sc-8336-70 serial: (B)(4). Batch: 18712842.

Event description:
It was reported that the patient was experiencing inadequate stimulation. All device components were explanted and were not returned. No further information has been obtained despite good faith efforts.